Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
S/w ver 4.11j. Retainer = black. Case type = ngp. The customer returned the pump for an alleged replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning reported on (B)(6)2022. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the history files reveals on (B)(6) 2022 there was a low battery alert (23:03), and then on (B)(6) 2022 there was a change battery fault (replace battery) alert (08:34) and an off no power (replace battery now) alarm (09:05) that occurred. The timing between each power alert/alarm is within the tolerance of 8 hours between the low battery alert and replace battery alert and 30 minutes between replace battery alert and replace battery alarm. The pump's low battery power sequence is operating properly. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the motor, force sensor, and pcba 2 however, slight moisture damage was found on pcba 1 and the vibrate harness assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained serial number label, and pillowing keypad overlay. Timing less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm, unexpected battery power loss, and battery last less than expected anomalies are not confirmed. Moisture damage was found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.